Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose is 600 mg/dl. The customer did not provide any information about symptoms and treatment of high blood glucose value. The customer also reported that the infusion set had came off and fell out. The customer declined troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.